Event description:
It was reported that the patient presented to the hospital with complaints of syncope. There were strips that showed loss of capture on the right atrial (ra) lead. Far field r-wave (ffrw) sensing was also noted. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1688tc st. Jude lead, (B)(6) 2014. (B)(4).